Manufacturer narrative:
H6; code 400: damaged firing mechanism. Conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are; interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
During a laparoscopic appendectomy, the surgeon was closing the jaws of the instrument without incident. Upon firing the ez35w, the handle broke off. There was no consequence to the pt. 12/17/96 the rep reported the instrument did not cut or staple. Another ez35w was opened to complete the case.